Event description:
It was reported that the foley catheter would not deflate.

Manufacturer narrative:
Based on the information provided this event is deemed a reportable malfunction. The device was used on a patient, however there was no report of the patient being harmed as a result of the defect. A quality evaluation was performed on (B)(4) 2013. An analysis on the returned sample showed that it met specification. No sign of visual defect could be observed. No sign of obstruction, deformity or abnormality in the inflation lumen that could possibly lead to non deflation could be detected. Balloon could be easily inflated with 20 cc of air via a luer tip syringe inserted into the valve. Test was repeated by inflating the balloon with (B)(4) ml of water. No sign of collapsed inflation lumen inside the balloon was observed. Water drained completely from the balloon within (B)(4) seconds and thus considered acceptable as per lab test specifications. The inflation funnel was cut off and the lumen was gradually inserted with a fine nylon wire. No restriction was felt when the lumen was gradually inserted with a fine nylon wire. The inflation funnel was cut off and examined under magnification. No obstruction could be observed at the "y" site of the inflation funnel junction. The shaft was carefully cut opened and examined. No additional event/patient details have been provided to date. Should any additional information become available a follow-up report will be submitted.